Event description:
A biliary drainage was placed and the patient was sent to the hospital for an operation. The surgeons saw that the drainage moved up so they removed the complete catheter. Additional information received (B)(6) 2011: the device migrated a little bit out of the patient; from the duodenum to the hilus. There was not surgery needed to remove this device. The patient did require additional procedures due to this occurrence: a new biliary drainage was placed. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Additional procedure is not listed in the instructions for use. Migration is not listed in the instructions for use. Quality control personnel verifies that the catheter has the correct curve. The catheter is shipped with an IFU, which contains the following warning: "if the catheter has become malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed." No device or images were returned to assist in our investigation. The customer stated that the catheter fixation device shipped with the product was used to externally secure the catheter. We are unable determine at this time what may have led to this failure. We will continue to monitor for similar complaints and have noticed the appropriate internal personnel. Quality engineering risk analysis was created in response to this complaint. Per the conclusions of this query, no further mitigating action is necessary at this time.